Event description:
The suspect meter showed poor precision in test results. The following test results were reported: inratio 4.3, 3.6 (retest). The reporter shall have the nurse call technical support to help troubleshoot the issue.